Event description:
It was reported that during a lap cholecystectomy procedure, the device fired malformed clips. Another device was used to complete the procedure with no patient consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.